Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received identified surgical intervention was taken to address the reported issue. The lead was repositioned and no additional products were used.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient is experiencing inadequate therapy. X-rays were taken and showed the lead had shifted to the right. To address the issue, surgical intervention may take place at a later date.